Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and needed assistance with the device settings. The customer's blood glucose level ranged from 200 to 400 mg/dl. The customer treated with the insulin pump. The customer declined to troubleshoot and stated that the problem may have been due to how the device was programmed. The customer stated she would call her doctor to adjust basal rates. Nothing was replaced or returned.